Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain. On the same day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with vancomycin (intraperitoneal (ip), four times per day, dose and duration not reported), cephazolin (ip, four times per day, dose and duration not reported) and an unspecified antibiotic (ip, four times per day, dose and duration not reported). At the time of this report, the patient was recovering from the event. The patient was discharged from the hospital and antibiotic therapy was ongoing. Automated peritoneal dialysis therapy was discontinued; the patient transferred to continuous ambulatory peritoneal dialysis therapy. Extraneal therapy was discontinued and physioneal therapy was ongoing. The aseptic technique as performed by the patient was verified by healthcare provider. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.